Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a second left knee revision due to pain and loosening of both the tibial tray and patella component at the cement to implant interface. The surgeon noted sclerotic tissue around the patella. All components were revised. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2014 tibial tray, femoral component, patella component, and two cement products doi: (B)(6) 2016 tibial insert. Dor: (B)(6) 2018 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.